Event description:
Healthcare professional reported right side rupture, dispersed point calcifications, silicone at the level of the right axillary nodes, suspicious-looking right axillary ganglion and anxiety. Healthcare professional additionally reported chronic fatigue, and tinnitus not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 clarifications to d6b: explant date wasn't provided.

Event description:
Device has been explanted and replaced with non-abbvie device.